Manufacturer narrative:
(B)(4): the product pertaining to this complaint was not returned for eval. Eval: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history, lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert (B)(4) 20.5 diopter three piece lens. The injector over-rotated the lens and damaged the lens. There was no pt contact. Another same model and size lens was implanted using a new injector. The reporter stated the incident was the result of a defective injector.